Event description:
Prior to a cryoablation procedure, 3 iceforce 2.1 cx 90°needles and system tested fine with no issues to report. Five minutes into the second freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with saline to prevent any injury. In addition, it was reported that the skin indicator markers 6 and 7 centimeters seemed to have been rubbed off. The needle would not cauterize and would not fast thaw. The procedure was completed as expected with no injury to the patient. The user was experienced in galil cryoablation and there were reportedly no issues with the ablation zone or the iceball size.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Further investigation showed that all shaft marks form 55 mm to 85 mm were scrubbed, with numerous mechanical scratches and dents on the shaft. Additionally, the needle failed hi-pot test, and damage of the wire insulation on the heater body were found. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. Unable to determine the exact root cause for the needle shaft damage. The probability that the needle shipped in this condition to the field is extremely low. It can be assumed that the root cause of the shaft damage is rough handling or damage occurred during use which potentially can be the root cause for the needle's internal components failure. Note: lot # was corrected from vl0291 to b9886.